Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 complaint of fault display was confirmed with powering on device and filling tank with water. This was isolated to a faulty circuit board. Physical condition of device revealed noisy pump. Wear and tear damaged line cord, enclosure, tank cover, and front cover. Repair summary included : pcb, pump, enclosure, tank cover, front cover, plate clip, and line cord. Device then passed all testing.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that the pump on the level 1 hotline low flow system (hl-90) had a faulty display. No patient injury or complications were reported in relation to this event.